Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, non-sustained rv oversensing and auto mode switching episodes were observed. Review of session records revealed competitive atrial pacing. Programming changes were suggested. Patient will be called in clinic for further evaluation.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient presented through merlin.net transmission with stored episodes of auto mode switching and non-sustained rv oversensing. Review of strips showed competitive atrial pacing that lead to intermittent ventricular undersensing. Recommended programming changes will be made during patient's next follow-up.

Event description:
New information received notes that inappropriate auto mode switching episodes were observed. It is unknown if previously device was reprogrammed to resolve the issue. The device was competitively atrial pacing along with the normal sinus rhythm. Programming changes were recommended.